Event description:
The manufacturer received information alleging a ventilator was alarming for a battery issue.the device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was alarming for a battery issue.the device was not in patient use. It has been confirmed the device will not be returned for evaluation as per the customer.

Manufacturer narrative:
Additional information was received on jul 15, 2024 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator was alarming for a battery issue.the device was not in patient use. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.